Event description:
It was reported that customer was hospitalized due to intermittent elevated blood glucose (bg) levels (value not provided). The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.